Event description:
It was reported that a user experienced hypoglycemia while using an ilet pump after announcing a larger-than-usual lunch and then announcing another larger meal three hours later while the pump was already delivering corrections for prior hyperglycemia; the user subsequently reported a measured blood glucose low of 48 mg/dl, treated with oral carbohydrates, and received education on meal announcements and insulin stacking. Symptoms included low blood glucose without reported loss of consciousness or other acute complications. Outcomes included transient hypoglycemia lasting approximately 1.5 hours that resolved with oral carbohydrate intake and did not require medical intervention or hospitalization. Investigation included review of user-reported logs and therapy history. Investigation of this case revealed that the event was consistent with insulin stacking due to consecutive meal announcements during ongoing automated correction, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was user-related dosing behavior and use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.